Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor and dtba1qq crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device nurse reviewed a transmission for therapy the patient had received on the date of the patient's death. There was noted intermittent undersensing during the treated ventricular fibrillation (vf) episode. The nurse followed up with the patient's friend and it was reported that the patient had "passed away in his sleep."